Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4) event occurred in the united states. This MDR is being submitted for an unknown number of devices in which the issue was experienced. It was reported that patient went to the emergency room and hospitalize on (B)(6) 2024. Infusion set had been used for one day. The blood glucose level 400mg/dl. Infection at site was suspected cause of issue. Therefore, patient was treated with powerful antibiotics. Patient reported that infected site was swollen, hard and likely going to form a large area of scarring. Patient was released from hospital on (B)(6) 2024. No further information available.